Event description:
The customer reported that the c-arm was intermittently producing split images with lines during a chevron left procedure. Although this delayed the case, it was completed by turning the system off and on when the problem appeared. No injuries were reported.